Event description:
It was reported to st. Jude medical that during a follow-up, a high voltage lead impedance was observed. When the lead was examined under fluoroscopy, no anomalies were detected. A lead anomaly was suspected and the lead was replaced. However, when the ICD was reconnected, the impedance was still present. It was determined that the device was the cause of the hv lead impedance and the ICD was replaced.